Manufacturer narrative:
Unit received with blank display due to battery tube was shifted down. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery cap. No harm requiring medical intervention was reported. The device will be returned for analysis.